Event description:
It was reported the patient's ipg would not communicate with external devices. Troubleshooting attempted to no prevail. As a result, the patient underwent surgical intervention, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. An ipg that could not communicate with the programmer was reported to abbott. The ipg has also experienced more frequent recharging cycles prior to this even. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The ipg was replaced to resolve the issue.